Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was removed, but they still have the leads. The ins was replaced with another manufacturer in (B)(6) of 2017. The status of the patient's ins is unknown. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) was removed because it was jetting out, the patient could not lay down flat, and was causing them so much pain. The patient also did not like feeling stimulation all of the time. Another manufacturer's device was implanted and they do not feel the tingle . No further complications were reported.